Event description:
The hcp reported the pump was explanted after an implant duration of 57 months. It was replaced and returned to the manufacturer for analysis.

Event description:
The hcp reported the pump was explanted after an implant duration of 57 months. It was replaced and returned to the manufactuer for analysis.